Event description:
The valve on the delivery system for the zenith fenestrated aaa endovascular graft proximal body leaked. The pt had very little blood loss and no blood transfusion was required. The procedure was completed successfully.

Manufacturer narrative:
.